Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Retained by hospital.

Event description:
It was reported the patient's right femur was revised due to the lag screw 'cutting out' through the femoral head. Patient was revised from a long gamma nail construct to a hemi hip with a restoration modular stem construct and bipolar component.